Event description:
It was reported that the patient complained of pain when pacing. A lead perforation was suspected but could not be confirmed with x-ray or fluoroscopy. The lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analysis found no anomalies. However, there was blood on the tip electrode. All conductors were distorted, stretched and had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic metal ion oxidation, cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. The inner insulation was breached cut. The lead was stretched. Visual analysis noted apparent explant damage.